Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A review of the instrument data indicated that quality controls were within specifications at the time the event occurred. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse ran all service methods and found sample probe 1 (s1) mixer was not performing correctly and replaced it. The cse replaced the printed circuit board assembly (pca) cable. The cse ran system check and qc, resulting within specifications. The cause of the discordant, falsely low co2 result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on one patient's sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher and matching previous results from the patient. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.